Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges an esophyx device became "stuck" in a patient mid-proximal esophagus and would not move. X-ray showed the scope was outside of the device. Patient was moved to the or so they could place a laparoscopic port and examine further. Physician later was able to remove the device. Physician states there were signs of "mucosal injury" though he could not see a perforation. Imaging was performed to check for perforation. As of 5/20, the patient is still in ICU and the plan is to manage the patient with stents.

Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
Additional information- patient is still in the ICU at duke. To date, no surgical intervention has occurred and the plan is to manage the patient with stents.